Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2016 was 311 mg/dl with diabetic ketoacidosis and large ketones. It was reported the patient was hospitalized and treated with insulin via injection and intravenous fluids. It was reported the patient was pregnant. The reporter noted the patient discontinued pump therapy and the pumps settings were not recently changed. During troubleshooting, it was reported that the bolus history recorded was missing boluses delivered on (B)(6) 2016. It was reported that the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.